Manufacturer narrative:
It's currently not known if the device will be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an unspecified device failure occurred with two proglide devices. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
Nab2: on the previous medwatch report filed, section b2, required intervention was incorrectly checked. The outcome attributed to ae should be na as there was no reported adverse patient effect or intervention performed.

Manufacturer narrative:
The device was not returned for analysis. A failure mode was not reported for the device and no information was available; therefore, a root cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.